Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardiac monitor was post sensed t-wave oversensing, and incorrectly interpreting the signals as atrial fibrillation. Programming changes were completed to address this issue. The patient was stable throughout.